Event description:
A customer reported after the cataract procedure was completed and when the drape was removed it was noticed the patient had developed redness of the skin around the eye area. The patient had a history of tape and plaster allergy. Additional information was received indicating the patient was given symptomatic treatment for the skin reaction. No permanent damage was reported. No further detail of given treatment was available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury and previously the event was inadvertently reported.